Manufacturer narrative:
The device has not been inspected yet. Process of gathering and analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation. H3 other text: device not available.

Event description:
The customer staff claimed that the arjo bed equipped in the indigo moved itself. The device was in use by a patient at that time. It is unknown how it was stopped. No injury was claimed.

Manufacturer narrative:
Arjo became aware of the event involving the enterprise 8000x bed equipped with the indigo module (intuitive drive assist). The customer staff claimed that the bed equipped in the indigo moved itself. The device was in use by a patient at that time. It is unknown how it was stopped. No injury was claimed. The claimed issue could not be confirmed because the involved device was not available for evaluation. The manufacturer investigation has revealed that cause of the uncontrolled movement of the indigo module is multi-factorial however the main factor is an insufficient design solution for the indigo printed circuit board (pcb) located inside the indigo module. The product instruction for use (IFU 416260-en rev. C) contains all crucial information and warnings which should be followed to ensure patient safety: - ¿when operating indigo, maintain contact with the bed at all times¿; - each indigo module incorporates an emergency stop switch that can be activated to stop bed motion at any time. The switch is located at both, the head and foot ends of the bed. When the emergency stop switch is activated (pushed down), an electric brake is applied to reduce momentum and slow the bed down until stopped. Based on the information collected, it seems most likely that the device unintended movement was caused by the indigo pcba failure. Arjo device failed to meet its performance specification since the indigo worked incorrectly. The bed was in use with the patient at that time. No injury was reported. The complaint was assessed as reportable to the allegation about the unintended movement of the indigo module (the device moved forward itself).